Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.